Event description:
The device had reported issue of noise and blood in the header of the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of header damage and noise was not confirmed. Analysis found no header damage or anomalies. Blood from off the leads and confined to the connector ports is normal. Ventricular and atrial setscrews tightened normally onto test leads. No device anomalies were found. The reported event of noise from the device could not be confirmed. Noise and crosstalk tests were performed on the device. No noise or crosstalk was found produced by the device. The device was found electrically and mechanically normal.